Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 443 mg/dl. The customer stated that she got into an accident and the pump was damaged. The customer stated that the bottom part of the pump is busted and the screen no longer works. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will not be returned for analysis.